Event description:
It was reported that the patient's pump had gradually moved downward 3 inches from the original implant site and was "pulling" in her side. The patient currently had swelling over the pump pocket site that was first noticed 4 weeks prior to the report. The patient reported being sore and tender "all up and down where it moved." The patient also felt pain in her back where the catheter was placed when the pump last moved. The patient was hitting the pump all of the time and it was very painful on the whole left side of her body. The patient was to see her doctor within a month who mentioned possibly implanting the pump in a mesh pouch. The patient stated "I've really had a problem with this ever since they put it in." The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).